Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was detached from the delivery system and remained inside the proximal section of the introducer. The delivery wire was noted to be stretched. The stent component was inspected under a microscope. No damages were observed. Further inspection of the delivery wire was made, and it was found that the distal portion was missing; the delivery wire was found broken. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7682979. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent was already detached from the delivery system. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. The issue regarding a stent released in the introducer sheath was confirmed based on the conditions in which the stent was found. Since the stent was found in the proximal section of the introducer and based on the stretched/broken condition of the delivery wire, it is suggested that the delivery system was retracted with the use of excessive force, most likely inadvertently applied enough to break the delivery wire and release the stent inside of the introducer tube. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-oct-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 7682979) was impeded in the introducer sheath and could not be pushed into the microcatheter. The physician retracted the stent and observed that the stent had been released in the introducer sheath and the stent component was separated from the delivery wire. A new stent was used to complete the procedure using the original microcatheter. There was no report of nay negative patient impact. On 15-sep-2023, additional information was received. The information indicated that the patient was suffering from intracranial arterial stenosis. The procedure was intended to treat the intracranial arterial stenosis. The concomitant microcatheter used was a prowler select plus (606s255x / lot# unknown). A continuous flush had been maintained through the microcatheter. Information related to whether the stent / stent delivery system appeared damaged when the system was removed from the patient could not be obtained. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). There was no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7682979. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.